Event description:
It was reported that the patients right ventricular (rv) lead demonstrated t-wave oversensing (twos). A programming intervention was completed to adjust the sensing levels. The lead remains in use. No patient complications have been reported as a result of this event. It was noted the patient is enrolled in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).